Manufacturer narrative:
Update: e4, h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the reported issue was due to the blockage of the balloon channel and the auxiliary water channel. A foreign body was determined to be in the duct and therefore could not be identified. The root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found to be exiting from the distal end due to the balloon channel being clogged and insufficient cleaning. The reported issue (swab in the balloon channel) was confirmed during testing. The balloon channel was clogged. In addition, the up/down angulation knob could not be locked securely due to wear on the forceps elevator lever, the plug unit was deformed due to handling, the image was partially dark due to the objective lens being shaved, the acoustic lens was scratched, the adhesive on the bending section cover was cracked, angulation in the up, down, and right directions was insufficient due to wear of the angle wire, and there was play in the angulation knob due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was a swab stuck in the balloon channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found to be exiting from the distal end. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.